Event description:
It was reported that there was a possible loss of capture on the ventricular lead seen on non-magnet electrogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.